Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
I twas reported that the bd insyte¿ autoguard¿ bc 24ga x 0.75¿ (0.7 x 19 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: when puncturing the patient, the device valve did not activate. After puncture it was verified that the valve did not work. Customer clarification: would the device valve be the needle retraction device (button)? In other words, the needle was not retracted when activating it? -yes.